Event description:
It was reported to medtronic neurosurgery that after the ventricular catheter was revised in (B)(6) 2013 due to a malposition against the wall of the ventricle, there had not been any improvement of the patient¿s hydrocephalus symptoms. Subcutaneous retention of spinal fluid was reported to have occurred. The physician found that there was an occlusion at the end of the catheter, but that the shunt still had csf flowing through it. The physician decreased the valve¿s pressure level settings, but there was still no symptom improvement. The physician then decided to explant the shunt. It was also reported that the patient has congenital hydrocephalus and a habit of hitting their head against a wall.

Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as lot number was not provided.